Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. The complaint opt314 is en route to fisher & paykel healthcare in (B)(4) for evaluation. A follow-up report will be provided upon completion of our investigation.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the complaint (B)(4) cannula was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: visual inspection of the complaint (B)(4) revealed that the left flexitube tubing is broken at the connection to the swivel grip. However, the metal spring is still attached. The right tubing appears to be stretched where the tubing is inserted into the cannula. A lot check could not be performed as a lot number was not provided. Conclusion: the detachment of the tube from the cannula tube joint was most likely due to the tubing being pulled with excessive force. A cannula exhibiting this damage would not have passed the leak test on the production line. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put on hold for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: do not stretch or crush tube. Ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the tubing of an opt314 optiflow junior nasal cannula had broken at the connection to the swivel grip. Hospital further reported that the patient had polypnea.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the tubing of an opt314 optiflow junior nasal cannula had broken at the connection to the swivel grip. Hospital further reported that the patient had polypnea.